Event description:
A speciality bed compressor shorted out and caused sparks to enter the room environment. It has now been determined that the event was related to the outlet section of a retrofit battery back-up system.